Event description:
Aortic stent (palmaz) placement performed by the physician. Dx of native coarctation of aorta. Prep done- inflated balloon before mounting stent prior to procedure. The following events occurred during the stent deployment procedure: using inflation device and within recommended atms- proximal end of balloon began to inflate before distal end and proximal end of stent expanded. Efforts to further expand distal end of balloon unsuccessful. Distal end of stent became smaller- angiogram suggested pinching of balloon. Distal end of balloon perforated. Unable to deflate proximal end of balloon. Unable to move guidewire. Amplatz super stiff guidewire was broken. Accessed brachial artery. Snared guidewire from above. Released balloon from stent. Crimped balloon with microvena snare and removed through 10 fr sheath, super stiff guidewire unraveling. Pressure required at exit site for unk length of time. Stent was deployed, using a contralateral femoral artery approach. Procedure required approximately 6 hours. Pt required 2 units blood. Pt was seen a few days ago and was doing well, according to dr. No additional clarification as to the sequence or details of these events could be obtained.